Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A biomedical engineer reported receiving a system message and getting no irrigation during a case. The system was rebooted and the system message was cleared. The case was completed with no impact to the pt. Additional info was received. The engineer reported a system message was displayed a second time at the end of the case. The system was rebooted again and the system message cleared. The system was then used all day and no other issues arose.

Manufacturer narrative:
A company service rep examined the system. The pneumatic connector, 12volt battery, remote batteries, and solenoid spacers were replaced as preventative measures. The system was also cleaned and lubricated. The original parts were disposed of onsite. The system was then tested and met all product specs. (B)(4).